Event description:
Philips received a complaint from the customer, reporting that the base assembly could not be connected to the stand. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer had a v60 ventilator with a base assembly that could not be connected to the stand. It was reported that the inserts were stripped out, and the thumbwheels were damaged. A field service engineer (fse) was dispatched, and the fse reported that the bottom chassi was damaged and required additional repairs. The repair is pending.

Manufacturer narrative:
The device was serviced, and the field service engineer (fse) reported that the central processing unit (cpu) tray cover, and base assembly were replaced, and the device wa mounted to a new stand. The performance verification test (pvt) was completed, and the device passed. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.